Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: review of the black box history revealed the last basal delivery was recorded on february 27, 2015 at 11:03 am. There was no evidence of short life observed in the pump records. On investigation, an ez-prime sequence was correctly performed. All electrical currents measured within required specifications. The pump was determined to be operating without malfunction. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.